Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the cs100 intra-aortic balloon pump (iabp) machine getting off after running 45 minutes . There was no patient involvement reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to verify the reported malfunction. The fse vacuumed the power supply. The unit was tested thoroughly with a system trainer and balloon for more than one hour. The unit was working okay. Clinical tests were performed and passed. The iabp was handed over to the customer in good working condition.

Event description:
N/a.